Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The insulin pump was exposed to water. The current blood glucose reading is 336 mg/dl. Customer has treated. The blood glucose reading at the time of the event was 500 mg/dl. Customer stated that she was in water and drowning. The battery in the insulin pump was low and she did not have an extra battery. Customer is receiving manual injections. The insulin pump will be replaced. Nothing further reported.